Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review was not performed as no product specific modes were identified. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a right knee revised for retinaculum.

Event description:
It was reported that there was a right knee revised for retinaculum.